Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). It was reported that the reason for call was caller reported stim therapy issue. Caller stated that on saturday morning they bent over (to get something off the floor) and heard something pop and they couldn't stand back up straight. Caller stated that they haven't felt pain like this since before they had the stimulator put in. Caller added that the pain is all around the implant (pocket) and going down their leg on the same side that the implant is on. Caller said the implant started shocking them. Caller stated now they are taking it easy and laying on the couch but it is still shocking them. Caller stated it was shocking them all night saturday and all night sunday. Caller tried changing the intensity up and down and different groups but it wouldn't stop. Caller stated thi s has never happened before and they are worried about what could have happened to cause this. The patient was redirected to their healthcare provider to further address the issue. Patient called back stating they gone to the urgent care location where they had the implant procedure done. Patient stated they were told at urgent care that they needed to have prior approval and so patient then went to their primary care doctor. Patient was in the room with a nurse who stated they had spoke to the urgent care and were told that since the patient's scs was not working that they needed to contact mdt to evaluate the device as the device was still under warranty. Caller stated they need a rep to come wherever they need to check the device since its shocking them and pt was in a lot of pain. They been to the doctor and running for 3 hours and did not know what to do. They told them to call and ask for a rep. Caller was redirected to the pts hcp and provided nas phone number again. The rep later called and noted there was pain at the ins site. Received email from facility asking to meet with pt. She stated ¿shocking¿ around ins site. Upon interrogation wednesday 8/28, shows contact 2 to be ¿avoid¿. So moved the energy off this contact for all programs. The issue is ongoing. The manufacturer representative (rep) indicated they would send any further information as they become aware.